Manufacturer narrative:
Investigation results completed on a smiths medical cadd legacy 6500 completed. Device arrived and physcial condition visualized to have cracked housing and damaged screen. Event log was unable to be downloaded. When evaluation and tests done to duplicate report the event was verified alarm ec 1260. This alarm is indicative to circuit board malfunction. Actions taken to replace circut board. Device passed all testing functional and delivery. Unknown cause of event.

Event description:
Investigation results completed on a cadd legacy 6500 pump. Summary in h 10.

Event description:
Information was received that a smiths medical cadd legacy plus infusion pump had error code 1260. No patient adverse effects reported.